Event description:
It was reported the pt receives 'spotty' ineffective stimulation with his cervical scs system. An sjm rep reprogrammed to no avail. The pt has not yet decided what, if any, course of action will be taken. Note: the pt received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.